Event description:
It was reported that the customer's sensor glucose and blood glucose value reading difference are not within an acceptable range. She reported her blood glucose level to be 103 mg/dl and sensor glucose was 60 mg/dl. Customer also reported she has noticed bent cannulas on previous sensors. No product is being returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.